Event description:
It was reported to philips that the system failed to boot up successfully. The device was outside of clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint according to the additional information received the system was in clinical use at the time of event. The system was used for coronary planned treatment/non-emergency treatment and the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not go up and the issue was always occurring. Upon functional testing, the fse found that there was power supply interruption in the geo pc. The philips engineer fixed the power supply. After which, the system was returned to use in good working order the codes were updated based on the investigation outcome. Health impact code was corrected.